Event description:
A customer in (B)(6) notified biomérieux of a false susceptible vancomycin for a patient isolate in association with the vitek® 2 ast-p586 test kit. The customer reported they tested from vre (vancomycin-resistant enterococci) selection plates (non-validated medium) with the ast-p586 card and the result was vancomycin mic </= 5 susceptible. Repeat testing was performed from cos medium and the same result was obtained. Pcr testing gave a result of van-b positive. The customer reported that no incorrect result was reported and patient treatment was not impacted. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed due to a false susceptible result for vancomycin (va) using vitek® 2 ast-p586 test kit involving a strain of enterococcus faecium. Note: isolate is vanb positive by pcr. Identification of the submitted organism was confirmed and testing included one (1) card from the customer lot (3660477103 cl), as well as one (1) card from a random lot (3660410203 rl). In addition, the reference method, broth microdilution, (bmd), which was the method used for vancomycin development (formulation va04n) for vitek 2 ast-p586, was performed and revealed va mic = 32 mg/l r. On vitek 2 v7.01 (aes parameters : global clsi based + phenotypic / global european based + phenotypic) : the va value (greater than or equal to 32mg/l r) obtained on both lots, is within essential agreement with the reference mic (bmd va = 32 mg/l r) and no category error. Aes phenotype: van b like as expected. (Positive pcr result obtained by the customer). Results obtained by the customer (susceptible) were not reproduced in-house. Vitek 2 ast-p586 cards performed as intended and no further action is required.